Event description:
As reported by the user facility: incident reported on (B)(6) 2012, by (B)(6) to (B)(6) (b. Braun medical) while attending (B)(6). Incident date unk at this time. Infusomat space IV set number unk at this time; lot number unk. Unk if sample available. Info from conversation with (B)(6) provided by (B)(6): post bypass pt in surgical ICU on single strength epinephrine, bp dropping, pt began to crash. Decision was made to switch to double strength epinephrine. During priming of the line, there was a lot of air in the tubing, tried to get the air out by priming, but could not. At this time, the set was disconnected to purge the air which resulted in a delay of therapy. Based on the pt's status, decision was made to take pt back to the operating room where pt expired.

Manufacturer narrative:
Multiple attempts were made to contact the facility to obtain the actual involved device and/or lot number. At this time, the product code and lot number were not able to be provided by the reporting facility. The facility is unsure if sample will become available, since a few weeks had passed and the location of the sample is unk. The reporting facility did indicate that there was no visible air in the IV tubing, but the infusion pump was alarming for air in line during priming. Without a sample, product code, and lot number, a complete traceability and a full investigation could not be conducted and no specific conclusions can be drawn. If the IV pump set is returned for eval and/or add'l pertinent info becomes available, a f/u report will be filed.